Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated an architect i2000 analyzer using reaction vessels of lot 72293p100 generated error code 1007, unable to process test, activated read error. The error was resolved by replacing the reaction vessels with those of a different lot. There was no adverse impact to patient management reported.

Event description:
(B)(4). Same case as MFR ID#: 2134265-2010-04591, 2134265-2010-04593. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. The target lesions were located in the distal, mid and proximal right coronary artery (rca). The 100% stenosed and 30mm long lesion located in the distal rca with a reference vessel diameter of 3.5mm was treated with pre-dilation and placement of a 3.5x32mm taxus liberte stent resulting in 0% residual stenosis. The 90% stenosed and 26mm long lesion located in the mid rca with a reference vessel diameter of 4.0mm was treated with direct stenting using a 4.0x28mm taxus liberte stent resulting in 0% residual stenosis. The 90% stenosed and 18mm long lesion located in the proximal rca with a reference vessel diameter of 4.0mm was treated with direct stenting using a 4.0x20mm taxus liberte stent resulting in 0% residual stenosis. The same day post procedure, the patient experienced intermittent chest pain and difficulty breathing. Cardiac biomarkers were increased and a non-q wave myocardial infarction (nqwmi) was reported. Patient was observed, but no action was taken. The event was considered resolved without residual effects and the patient was discharged 1 day later. It is the opinion of the physician that the event is possibly related to the taxus liberte stent.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.